Manufacturer narrative:
The event of "endophthalmitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "patient has developed endophthalmitis" in unknown eye.